Manufacturer narrative:
Evaluation results suggest that this event is patient related. The patient suffered an adverse reaction to the product. This adverse reaction is well known and documented within the product literature.